Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare professional (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the hcp stated that the patient's pump incision site looked good at the patient's follow-up appointment after the patient's pump replacement in march. At the patient's refill appointment, however, the nurse noted a spot that looked to be opening up and had some pus. The patient had stated that it had been leaking for "awhile". The factors that may have led or contributed to the issue was unknown. The hcp dressed the wound and put the patient on antibiotics after offering to remove the pump until the patient healed. The patient declined the request to have the pump removed and took the antibiotics. In the meantime, the hcp was on vacation and the infection appeared to be worse. The patient was headed to visit a different hcp to make an assessment as to whether or not to replace the pump to the opposite side. Surgical intervention did not occur and unknown if surgical intervention was planned. The issue was not resolved at the time of report. The event date was asked but will not be made available. The patient's weight and medical history was asked and will not be made available. The patient's status at the time of report was asked but unknown.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient was seen by the physician at the ER (emergency room) and the infection had appeared to resolve. The plan was to continue to monitor the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.